Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon plans to explant and exchange an icl implantable collamer lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -13.00/+3.0/095, into the patients left eye (os). The lens was explanted and replaced with a shorter lens. Additional information has been requested but none has been forthcoming. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).